Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had the entire scs system removed due to pocket heating at the ipg site. Reportedly, the patient stated he had a burn mark at the ipg site. No further information was available at this time.